Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of one endo gia¿ ultra universal short stapler opened by the account. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Insufficient material transfer was observed on the lever, suggesting improper assembly of the articulation lever. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The articulation function could not be tested due to the disengaged lever. (B)(4).

Event description:
According to the reporter, during an open lung wedge resection, after 2 firings with the stapler, the surgeon was not able to articulate the reload via handle. The handle was taken outside of the patient, the surgeon tested the reload and it would still not articulate. The reload was changed with a new one and the same issue occurred. A new handle was used to complete the case.